Event description:
The customer confirmed the device malfunction was found after the procedure during reprocessing.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following sections were updated: b3, b5, g4, g7, h2, h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the peeling glue was caused by an external force, such as strong rubbing against the subject part during normal use, including re-processing. The following statements are included in the instructions for use and may detect the event, "inspection of the endoscope, 3. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Per the legal manufacturer, the other device defects included in the initial MDR have no potential to cause or contribute to death or serious injury if the malfunctions were to recur.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the device passed the dunk test, and the reported issue was confirmed. The forceps cover glue was found peeling and the cover glue was cracked. The channel was found clogged and the bending section contained some broken strands. The insertion tube contained a chemical. The light guide was found with a dent. No other issues were found during the device inspection. If additional information is obtained a supplemental report will be filed.

Event description:
A user facility reported problems with the aspiration system on a gastrovideoscope. The system had no air. The issue occurred during preparation for use of the device. There was no patient involvement or injuries reported. No additional information has been obtained.